Manufacturer narrative:
At the time of the complaint and investigation, the reported lot 160808 was expired and unable to be tested. However, the lot was within expiration date when used for testing at the customer site. The manufacturing batch records for lot 160808 were reviewed. This lot met the required release specifications. Testing was performed at alere (B)(4) on retained kit lot 161027 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 161027 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) related to lot number 160808 and 161027 showed that the complaint rates were (B)(4) respectively. The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A false (B)(6) result was reported on a blood sample tested with the alere determine hiv 1/2 ag/ab combo. The customer reported the patient was tested twice with alere determine hiv 1/2 ag/ab combo tests on two different occasions and at 2 different locations. The first result was (B)(6) (lot 160808 exp.12/19/2017) and the second was (B)(6) (lot 161027 exp. 04/05/2018). It is unknown how much time transpired between test events. It is unknown if the same sample or different samples were used for these tests. The patient was confirmed (B)(6). There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(6), inc. ((B)(4)).